Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the customer regarding the reported issue.

Event description:
Additional information was received from the customer stating that the issue occurred during an unknown diagnostic procedure. There weren¿t any other devices involved. There wasn¿t any delay in the procedure. The procedure was completed with the same device. The device failed in the middle of the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center lamp did not light. The issue was found during an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.